Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: confirmed, not part of specification. Investigation conclusion: customer issued a complaint for cracked pen detected during use of the product by the end-user. One (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the complaint sample revealed a cracked vial retainer. The root cause of the cracked vial retainer is most likely material incompatibility. Cracking from material incompatibility is due to the interaction between the polycarbonate of the vial retainer component and dioctyl phthalate found in the pen pouch. Chemical compatibility overview for lexan polycarbonate recommends against the use of dioctyl phthalate in conjunction with polycarbonate as it results in failure or severe degradation. Corrective actions have been determined to inform (B)(4) of material compatibility with the pen pouch. Preventative action has been established for sandoz to update the pen pouch material. Root cause description: based on analysis and studies that have been summarized in ¿(B)(4) omnitrope® pen 5 & omnitrope® pen 10 pen crack root cause investigation¿ (dated (B)(6) 2016) one potential root cause has been identified. Cracking on the vial retainer from material incompatibility is due to the interaction between the polycarbonate of the pen components and dioctyl phthalate found in the pen pouch. Rationale: confirmed, not part of specification.

Event description:
It was reported that during use of the pen ii omnitrope pen 10 the pen was cracked. The following information was provided by the initial reporter: it was stated: ¿the pen cracked.¿